Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the buttons on the insulin pump were not responding. Customer stated the entrance of the reservoir was chipped and the reservoir was being pushed out by the piston. Customer's blood glucose was unknown. No further information reported.